Manufacturer narrative:
Internal complaint reference case- (B)(4). Article citation: zhang, yan, et al. "Carbon dioxide laser microsurgery versus low-temperature plasma radiofrequency ablation for t1a glottic cancer: a single-blind randomized clinical trial." Biomed research international 2018 (2018).

Event description:
It was reported that on literature review "application of low temperature plasma radiofrequency under supported laryngoscope in early glottic laryngeal carcinoma.", after a plasma radiofrequency procedure for early glottic laryngeal carcinoma treatment using reflex wand and a coblator ii surgery system, two patients had partial adhesions of the anterior commissure, no treatment reported. Patients outcome are unknown. No further information is available.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record, complaint history, device labeling/IFU, risk management and CAPA, nc, pra/hhe review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.